Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and high pacing thresholds. The patient was reported not to be pacemaker dependent. A revision procedure was performed at which time a lead fracture was visualized by the physician below the suture sleeve. This lead was explanted and replaced with a new rv lead. It was noted that the lead sustained damage during the extraction process. This lead is not expected for return. No adverse patient effects were reported.